Event description:
Boston scientific received information that the right ventricular lead had dislodged. The lead was explanted. Another lead was implanted in the patient. No adverse patient effects were reported. The provided event and explant dates are chronologically impossible. Therefore, they have been left off this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and damages of the is-1 connector pin. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, cuttings in the insulation and a damaged is-1 connector pin were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.